Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the snare had issues cutting through the tissue both hot and cold. When using cold polypectomy, it would not cut cleanly through the tissue smoothly which caused chewing like feeling when trying to close the snare loop to resect the one (1) cm target polyp. There were no treatment provided for the tissue "chewing" experienced by the patient. When the device was used with cautery, it seemed that the current flow was not as smooth as usual and it made it more difficult to cut through the target polyps. Reportedly, the electrical current transmitted was noticed to be less than normal. The snare was securely attached to the active cord and there were no visible issues noted with the cautery pins. An endostat generator was used, however, the settings of the generator was not reported. The physician troubleshoot the device by opening and closing the snare. The connection and cautery settings were also double checked. However, the issue was not resolved. The procedure was then completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be stable and fine.